Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the healthcare professional (hcp) thought her nerves were shot when first saw the urologist before she got the interstim. The patient stated she had been at the healthcare professional (hcp) every mouth for it. The patient stated they had experienced a loss or change of therapy. The patient stated her system no longer worked and thought it should be removed. The patient stated the therapy only gave her a couple of days of relief from urgency, but that was it. The patient stated she was going every 15-30 minutes, maybe 20-30 times a day, but she hadn't counted. The patient stated her device was off and hadn't tried it back on again. The patient stated the hcp was going to try botox, but hadn't yet. The patient stated her hcp put in a referral in april to have the device removed. The noted they had urinary urgency since 2012. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.